Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff was returned for evaluation. Blood and residue were noted throughout. The clamps were not engaged. The detail marking was noted to be worn on the bifurcation. The cuff did not show any sign of damage or defect. A partially circumferential crack in the red lumen extension tube under the proximal entry into the bifurcation. Leaking was observed from the crack on the blue lumen. The investigation is confirmed for the alleged external break/leak. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 01/2021).

Event description:
It was reported that approximately nineteen days post dialysis catheter placement, during dialysis, the extension was allegedly found broken at joint causing a leak. Reportedly, the catheter was replaced with another manufacturer's catheter. There was no reported patient injury.